Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user was receiving glucose readings on a smartphone application but not on the ilet after pairing an abbott freestyle libre 3 plus sensor to the phone first, which prevented pairing to the ilet; the user was educated that the sensor can pair with only one device and must be paired to the ilet, and was guided to start a new sensor with the ilet and initiate warmup. Customer care provided support that included troubleshooting and user education to unpair from the phone and pair a new sensor to the ilet, along with confirmation of the sensor warmup period. Investigation of this case revealed that the issue was due to the sensor being in use by another device, resulting in the continuous glucose monitoring not pairing to the ilet, which was resolved by correct pairing procedures. No clinical symptoms and no changes in blood glucose control. Outcomes included no impact on health and no need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that user setup and use error was the cause.